Event description:
It was reported that for a right total knee arthroplasty, the saw blade fractured at connection point. A retained foreign object was discovered on post operative x-ray.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. The part number is not known at this time, therefore the gtin and 510k is not known. However, should it become available it will be provided in future reports.